Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to fluid loss. A replacement surgery was performed in which all existing components were removed and a new ipp was implanted. Upon explant, holes were identified bilaterally where the tubing rubbed against the device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.